Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed via returned device analysis. Additionally, it was observed that the hemostasis valve bond fillet was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to the broken bond fillet. The broken bond fillet appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc), the sgc failed to hold column and could not be permanently de-aired. There was no visible damage or any other source for the leak. The three-way stopcock was replaced, but the leak continued. The device was not used, there was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided.